Event description:
It was reported that the patient experienced hyperglycemia after eating a higher-carbohydrate breakfast than usual, announced a smaller meal than consumed, attempted activity to reduce glucose, lost balance, fell onto the ilet, and the touchscreen/display became difficult to read; a replacement ilet was shipped and the original was returned. Symptoms included hyperglycemia with a reported peak of 310 mg/dl and duration outside range for approximately 90 minutes. Outcomes included no health consequences or impact and no medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display visibility issue associated with the touchscreen, with a cracked lcd. It was concluded that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.